Event description:
The patient reported that he has been experiencing erratic blood glucose values for the past two weeks. The patient stated that his values were 21-31 mmoi/l (378 mg/dl 558 mg/dl). He indicated that he was feeling ill, suffering from headaches and nausea. During troubleshooting, it was determined that the patient had set temporary basal rates but the patient did not recall doing this activity. The patient reported that he was feeling fine currently and the temporary basal rates were correctly set. No product is being returned. No medical assistance was required.

Manufacturer narrative:
Product not returned for eval.